Event description:
(B)(6) patient with lifestyle-limiting claudication on right. Presented to cath lab for pta stenting of chronic total occlusion of right external iliac. Self-expanding stent was deployed. Resistance was met removing the deployment system. The system was removed and inner catheter of deployment system remained on wire. X-ray taken and catheter tip noted in vessel. Attempts to retrieve the catheter tip with a snare were unsuccessful. The object was navigated into a redundant pelvic vessel. Stenting procedure was completed successfully. Patient was admitted overnight and discharged the following day.